Event description:
Caller reported damage to the pump housing and usb port, which impacted the ability to charge the pump. Although the pump had not shut down due to this issue, it was determined that a replacement pump was necessary. There was no adverse impact to the customer's blood glucose level. The customer opted for multiple daily injections as a backup therapy and was informed that the replacement pump would come with updated software. Technical support confirmed shipping details and instructed the caller on returning the damaged pump within 10 days. The caller was advised to program settings into the replacement pump and connect their continuous glucose monitor to it, which they understood and acknowledged.